Manufacturer narrative:
The device involved in this complaint was not returned. Please check the attached file for our investigation results. (B)(4).

Event description:
It was reported that a knee revision was done due to infection. Surgeon doesn't think product failed.